Event description:
It was reported that the fiber blew off, there was a clicking noise and the fiber broke. The energy was not able to reach the fiber tip. There was no patient involved.

Event description:
It was reported that the fiber blew off, there was a clicking noise and the fiber broke. The energy was not able to reach the fiber tip. There was no patient involved.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.